Manufacturer narrative:
Clinical review: the file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized in the beginning of november (unknown date) due to unspecified cardiac issues, was reviewed. The patient had multiple stents and a defibrillator placed. The patient also coded and was unresponsive on more than one occasion. The patient was discharged to a rehabilitation facility (unknown date) and transitioned to continuous ambulatory peritoneal dialysis (capd) due to facility restrictions. There is no documentation to show that any of these events occurred during continuous cycling peritoneal dialysis (ccpd) and there is no allegation of a machine malfunction or deficiency reported for these events. Cardiac disease is prevalent in end stage renal disease (esrd) patients and accounts for nearly 50% of deaths in esrd patients. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required. Should additional information become available, the need for a clinical investigation will be reassessed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no issues noted. An as-received simulated treatment was performed on the cycler and completed without failure. The weighed fill volumes were within tolerance. They cycler underwent and passed a system air leak test and a valve actuation test. During the test treatment, a patient line is blocked support warning occurred followed by a drain complication encountered warning, as expected, when intentionally restricting the patient line during a drain phase. The load cell verification was found to be within tolerance. A verify touch screen test was performed and passed. An internal visual inspection identified no discrepancies. A review of the device manufacturing records was conducted by the manufacturer and found no deviations or non-conformances. A device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was in a rehabilitation facility. Upon follow up, the pdrn stated the patient was hospitalized for unspecified cardiac issues and had a number of procedures done, including the installation of stents and a defibrillator. The hospitalization dates were not provided, but the pdrn stated that the patient was admitted to the hospital in the beginning of november and stayed in hospital for approximately one month. The pdrn stated that while in hospital, the patient was unresponsive and coded more than once. The cause of the patient¿s cardiac issues was unknown. The patient was discharged from the hospital to a rehabilitation facility. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided. The cycler was returned to the manufacturer for evaluation.